Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis (dka). Reportedly, the cause was due to stress and poor diet. Blood glucose (bg) level not provided. Customer attempted to bring bg level down by using manual injections for insulin therapy. Customer did not respond to attempts to obtain additional information.